Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) measured a high, out-of-range left ventricular impedance of >2000 ohms in bipolar configuration. Loss of capture and a decrease in sensing was also observed. Noise was created with pocket manipulation. The lead configuration was reprogrammed to unipolar and measurements were acceptable. The patient was scheduled for follow-up, as a loose setscrew connection is suspected.